Event description:
It has been reported to philips that the x-ray tube was defective. No harm has been reported to philips. Philips has started an investigation of this complaint. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. The customer reported that the x-ray tube was defective. No further information regarding the issue has been provided. No service has been performed by philips since the service quotation got expired. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome.